Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information received stated the patient had a catastrophic hemorrhagic stroke that was incompatible with life. The family was unwilling to withdraw care. The patient had lost all of their brain stem reflexes except for spontaneous breathing in the vent so they could not be declared brain dead. The vent correlated perfectly to the intrinsic pulsatility in the heartmate 3. A nuclear flow scan was obtained, and the patient had no flow to their brain, so they were declared brain dead despite spontaneous respirations.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away from neurological dysfunction, brain death. The cause of death was a large multifocal intracerebral hemorrhage of the right parietal lobe and subarachnoid hemorrhage. The death was not considered to be device or therapy related. The device was operating as expected. An autopsy was not performed, and it was unknown if it would be provided. It was unknown if the pump was explanted. The device would not be returned for evaluation.